Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced low blood glucose (bg) levels (26 mg/dl), and was taken to the emergency room. Reportedly, the cause for low bg levels was due to the customer not eating, and the pump basal rate being set too high and needing to adjusted. Customer reported, bg levels dropped to 26 mg/dl and caused customer to be in a car accident. Customer was taken to the emergency room and treated with liquid glucose and morphine. Subsequently, customer was admitted to the hospital due to injuries sustained from the car accident. Customer had a "chipped" hip, bruised lungs, and a broken collar bone. Customer was released from the hospital 2 days later. Reportedly, treatment received while hospitalized resolved the reported issue, and upon customer being released from the hospital there was a bump on the customer's collar bone, and customer did not have feeling in the upper right leg.